Event description:
It was reported an alarm was heard; telemetry not yet performed. The patient experienced withdrawal like symptoms 2-3 weeks prior. Patient indicated that she was due for a refill between (B)(6). The pump beeped on the (B)(6) and 3 days ago, it "alarmed like a foreign ambulance". The pain was normal as the patient was taking oral medication. The event logs confirmed a low reservoir alarm occurred on (B)(6). A motor stall occurred (B)(6) and the tube set message was 48 hours later. Over the past few days, the patient had a "caustic pesticide taste" in her mouth/nose. Patient said, she was refilled on (B)(6) 2012. The expected residual volume was 0.4ml; actual residual volume was 4ml. The pump was put to minimum rate. A pump replacement was planned. The pump was delivering morphine.

Event description:
It was reported that the pump went into a motor stall early. The cause of the motor stall was unknown. The pump was replaced. It was noted there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found motor gear train anomaly and corrosion. They also found high resistance battery. The cause of the motor stall was determined to be corrosion/residue on the upper shaft of gear two and residue and corrosion in the upper bridge jewel of gear two. The pump experienced a low battery reset during the internal decontamination process. Battery resistance was tested and had a passing resistance of 264.07 ohms. Considering this passing resistance the pump received full destructive analysis, none were found. It was determined that it was a high resistance battery that caused the low battery reset during the internal decontamination process. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments. (B)(4).

Event description:
Additional information confirmed that the motor stall occurred 6 months prematurely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.